Manufacturer narrative:
A ge service rep performed an on site investigation. "The ipc board during the service call." The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associates with this event.